Event description:
An end user has called to report the screws that hold her joystick in place keep loosening up and has lost one. In speaking with the reporter it was learned she had been using the powered wheelchair since (B)(6) 20/12 and noticed in (B)(6) the screws loosen up. She has been able to tighten but one fell out and is missing. The end user uses this device indoors and outdoors. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model fdx-cg, serial number/date (B)(4) is approximately 1 year, 2 months old when this incident occurred. The owner's manual part number 1163181, rev.d(feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. In speaking with the reporter of this event it was learned that the problem has now been resolved